Event description:
It was reported that the user experienced a high blood glucose reading while using the ilet and chose to disconnect from the pump to administer a subcutaneous insulin pen dose; the user had not eaten, started new medications, changed supplies earlier in the day, or noted air bubbles or leaks. Symptoms included hyperglycemia. Outcomes included a minor illness or impairment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings due to insufficient information, and the medical device problem and device component could not be characterized beyond insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.